Event description:
The user abruptly stopped hearing when using the device on (B)(6) 2020. Reportedly, the child was hit by a car on the implanted side while cycling. Hearing performance before the accident was good.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Event description:
The user abruptly stopped hearing when using the device on july 23, 2020. Reportedly, the child was hit by a car on the implanted side while cycling. Hearing performance before the accident was good. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user abruptly stopped hearing when using the device on (B)(6) 2020. Reportedly, the child was hit by a car while cycling.